Event description:
When refilled, needle prescription, pharmacist gave me novofine autocover 30g instead of novofine 30g and blood sugar has been between 18 and 31 instead of 4 to 12 range. Product is defective. The autocover version should be removed from the marketplace.